Event description:
It was reported that the collimator blades on the 9800 sys intermittently closed and stuck at boot up. No pt injury.

Manufacturer narrative:
The svc rep traced the issue to open lead in the hv cable assembly. The rep repaired the lead. Sys operates as intended.